Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
The customer reported a ventilator with a touch screen failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 03jan2020. B4: 22jan2020. The field service engineer (fse) replaced the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05feb2020. B4: 07feb2020. Field service engineer (fse) confirmed that the unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.